Event description:
It was reported that the target lesion was a restenosis of a 4.0 x 22 mm non-abbott stent, which had been implanted approximately one year before, with no tortuosity or calcification noted. Radial approach was used and the 5.0 x 12 mm nc voyager balloon was advanced to dilate the focal in-stent restenotic lesion. Balloon slippage was noted during inflation and four inflations were aborted due to slippage. Four successful inflations, up to approximately 18 atmospheres (atm) each inflation, were able to be performed. There was easy access to the lesion, with no resistance felt during delivery of the balloon. Upon completion of the case, it was noted that there was difficulty withdrawing the balloon through the 6 french non-abbott guiding catheter. Negative pressure check was completed and the balloon withdrawal was attempted again unsuccessfully. The entire system was removed including the 6 french sheath and case was completed. A final picture was unable to be taken, as the guide, sheath, and guide wire were removed with the balloon. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper, guide cath: 6 f cordis ar2, sheath: 6 f inter v medical prelude. Evaluation summary: the device was returned and the reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.